Event description:
The account reported the brakes would set but not hold. The bed is located in the engineering department of the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
Upon investigation, technician found the right foot and left head brake casters on the device were defective. He reported that the casters on the device have been in service since 1997 with these being the original casters on the device as there is no record part replacement. He associates this failure to regular wear and tear due to the age of the device. There is no record of a pm being done by hill-rom at the account and he says if they had a pm he might have been able to detect that the casters were wearing out and replaced them before the actual failure. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right foot and left head brake casters to resolve the issue. Based on this information, no further action is required.